Manufacturer narrative:
H.6. Investigation: the actual product nor photo representation was provided. A review of the device history record (DHR) was not possible since a lot number could not be provided. Also, a review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿missing lids¿. Unfortunately, evidence of the original packaging is needed to identify or confirm this issue. A review of the manufacturing process was performed. The packages are inspected by quality assurance which includes a verification of the correct quantity of lids and bases per box. The root cause is inconclusive. The issue could have occurred during distribution when repackaged by a distributor. H3 other text: see h.10.

Event description:
It was reported that 34 sharps coll 1qt red experienced a missing lid or slide lid/clamp which was noted prior to use. The following information was provided by the initial reporter: material no. 305635, batch no. Unknown. Per email: issue with lid ¿ (example: missing lid, cracked, broken): missing lids.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 34 sharps coll 1qt red experienced a missing lid or slide lid/clamp which was noted prior to use. The following information was provided by the initial reporter: material no. 305635, batch no. Unknown. Per email: issue with lid ¿ (example: missing lid, cracked, broken): missing lids.